Manufacturer narrative:
Reported event: an event regarding loosening involving a patient specific, distal femur, femoral stem, was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for distal femoral replacement which was inserted on (B)(6) 1996. The surgeon reported aseptic loosening of the femoral component. The x-ray images provided show radiolucent lines along the femoral stem mainly between the cement mantle and bone. There are endosteal scallops and osteolysis, together with some bone remodelling at resection. Therefore, the radiographic review can confirm the clinical report and the reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific prescription form was received for the patient's left distal femur with reason for surgery and reason for revision stating aseptic loosening. Tibial component is to remain in situ.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific prescription form was received for the patient's left distal femur with reason for surgery and reason for revision stating aseptic loosening. Tibial component is to remain in situ.